Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-mar-14, additional information was received from the manufacturer representative (rep). The cause of the inability to aspirate the catheter was a tear in the catheter. A new catheter was in place and the pack and lack of efficacy was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2010explanted: (B)(6) 2019 product type catheter correction- event description updated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lack of efficacy. They were unable to aspirate from the catheter when trying to troubleshoot it. They plan to try again and if they cannot aspirate again, they plan to replace it with an ascenda catheter. The event date was unknown. There were no symptoms reported. Registration records show that the catheter was replaced on (B)(6) 2019. There were no further complications reported/anticipated.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) on 2019-mar-12. The drugs being delivered were 3.7 mg/ml bupivacaine at 0.59 mg/day and 5 mg/ml morphine (unknown) at 0.8 mg/day. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that there was a lack of efficacy. They were unable to aspirate from the catheter when trying to troubleshoot it. They plan to try again and if they cannot aspirate again, they plan to replace it with an ascenda catheter. The event date was unknown. There were no symptoms reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-12, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for spinal pain. Information received reported a volume discrepancy identified during a refill. It was noted the patient was having increased pain. Conflicting information stated a volume discrepancy of actual reservoir volume (arv) greater than expected reservoir volume (erv), however, further details state the arv = 6 and the erv = 13. Prior to the call, the pump logs were checked and no alarms or other issues were noted. No further actions were reported.